Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead had out of range high impedance values greater than 3000 ohms, and oversensing with loss of capture and pacing inhibition (no asystole). An x-ray revealed fractured outer coil near the clavicle region. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Resistance testing found the lead was not electrically continuous, and detailed analysis determined that the anode conductor coil was slightly shifted. An x-ray was performed and confirmed that there was a fracture approximately 21cm from the terminal pin. Due to the location of the fracture, evidence suggests that the damage was likely caused by cyclic fatigue near the clavicle/suture sleeve. The allegations of high impedance, noise, and issues retracting the helix were all likely related to the fracture.

Event description:
Additional information was received that this ra lead had observations of noise that started earlier this year. During the revision helix was not able to be extracted, however the body of the lead was turned counter clockwise and the lead was successfully removed.